Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) a signal artifact monitoring (sam) episode. Technical services (ts) - consulted and noted that a non boston scientific right atrial (ra) lead had exhibited intermittent impedance measurements. In addition, the episode shows minute ventilation (mv) chop noise. Ra lead trouble shooting is intended. The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).